Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had a reservoir that had migrated out of the abdominal pocket and erosion occurred. Surgical intervention was performed to place the original reservoir back in the pocket. There were no components replaced and there were no patient complications reported.